Event description:
The customer generated a false negative architect hbsag qualitative ii result for a patient with hepatocellular carcinoma when reagent lot 11599lf00 was in use. The customer provided the following results in triplicate for sid (B)(4): 0.72, 0.72 and 0.76 s/co, respectively. The architect hbsag quantitative values obtained from the patient were 0.06 and 0.07 iu/ml. Additionally, the customer stated a positive hbv dna result of 28 iu/ml was obtained for this sample. The customer performed the hbsag neutralization test, however, the results could not be calculated. The customer did not repeat the neutralization test to conserve the patient sample. The false negative result was not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
It is not known if the drug sorafenib for the treatment of hepatocellular cancer would have impacted the results generated for this patient sample. The architect hbsag qualitative ii assay is designed to have a seroconversion sensitivity that is better than or equivalent to the seroconversion sensitivity of a commercially available (B)(6) assay (includes abbott list numbers 1p97 and 6c36). The return patient sample was assessed with both the 1p97 and 2g22 assays and (B)(6) results of (B)(6) , respectively were generated. As (B)(6) results were generated for both the 2g22 and the 1p97 assays, but a (B)(6) result was generated by the customer with a (B)(6) dna quantitative assay, we were unable to categorize the sample. There was insufficient sample volume left to further test (B)(6) markers. Sero conversion panel testing with commercially available (B)(6) panels confirmed that the architect hbsag qualitative ii reagent 2g22-30 lot 12226lf00 is performing acceptably. The architect hbsag qualitative ii reagent package insert contains adequate information regarding inconsistent architect hbsag qualitative ii results, which states additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute and chronic infection. Additionally, the package insert states if (B)(6) values are (B)(6) neutralization is not applicable. There was no elevated complaint activity for list # 2g22-30, lot 12226lf00 for the architect hbsag qualitative ii reagent. The evaluation of this complaint has concluded that the architect hbsag qualitative ii 2g22-30 reagent lot 12226lf00 is performing acceptably. No product deficiency was identified and no additional issues were identified in the investigation of this complaint.

Manufacturer narrative:
This report is being filed on an international product, list number 2g22-30, that has a similar product distributed in the u.s., list number 1l81. (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.